Event description:
It was reported that a right atrial (ra) lead exhibited an impedance warning due to a low pacing impedance value. Very high threshold and no sensing were also reported on the atrial lead. The lead was explanted and replaced. It was also reported that the device had early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and all insulators were breached and had metal induced oxidation. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), all insulators had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism. (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.